Event description:
It was reported that the customer was having high and low blood glucose even there was infusion set changed. Customer reported hospitalization last (B)(6) 2014. Customer's blood glucose was 25 mmol/l. Customer was wearing the insulin pump at the time of hospitalization. Advised customer the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
A cracked reservoir tube lip, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. The insulin pump passed the functional testing, including the prime test, displacement test, basic occlusion test, occlusion test and excessive no delivery alarm test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.